Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge to 100% successfully. Reportedly, the battery gauge changed from 100% to 95% after being disconnected from a power source and the usb cable fit loosely into the pump. The customer¿s blood glucose level was 83 (mg/dl). During follow up the customer reported the pump was able to be charged successfully with different charging supplies.